Event description:
This set was used in oncology and it leaked at the connection (luer slip). It happened with chemo being injected. The sets where it happened were not kept as they contained a chemo drug in it. The customer has removed the lot from user pending results of this complaint. Add'l info from the account indicates no pt or personnel injury was noted.